Manufacturer narrative:
(B)(4). Date sent: 7/5/2023.

Manufacturer narrative:
(B)(4). Investigation summary: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, tooling marks were noted in some bead cases, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the lot number for the linx device? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient was implanted with linx device lxmc17 on (B)(6) 2020. After implant patient experienced heartburn and regurgitation and paraesophageal hernia which started in (B)(6) 2020. Prior to explant of the device patient underwent medical testing of bravo- (B)(6) 2023 positive for acid reflux. Patient had device explanted on (B)(6) 2023. No other linx device was implanted.